Event description:
Information was later received that the x-ray with the reported lead discontinuity was not a current scan. Their impedance is within normal limits. Events with the patient's previous lead were previously reported in MFR ref #1644487-2013-02023.

Event description:
Additional information received noting that the patient is still complaining of pain at the generator site in the morning, at night and sometimes during lunch. The patient's settings were lowered as a result and no abnormalities were seen with the device when it was interrogated. Per the physician, the chest pain is related to vns stimulation and the device was disabled for patient comfort.

Event description:
It was reported that the patient was experiencing a "sharp or stinging feeling" over the left chest area, around the generator. Patient stated that the feeling seems to be random, and she is feeling this throughout the day. Patient notes this occurs when she is at rest and during activity. It was later reported that the patient had an x-ray that showed lead discontinuity. The x-rays were not provided to the manufacturer for review. The patient had an appointment with their surgeon who did not feel the patient needed surgery at this time after reviewing her x-rays. After a seizure, the patient's magnet was swiped which resulted in arm pain for the next 20 minutes. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.